Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of low intraocular pressure and choroidal effusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a patient with a xen 45 gel stent in the left eye implanted ab-externo "has had continuous hypotony" since post-op day one with "sequelae like choroidal effusions" noticed roughly a week later. This went on for approximately nine weeks after the symptoms were noticed and a revision with compression sutures and ac reformation took place. The events have apparently resolved and patient is stable since the revision and ac reformation. Device remains implanted.